Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) an intermittent fan flashes and it intermittently charges the batteries when connected to the mains. There was no harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site postal code: (B)(4).

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.